Event description:
It was reported that the patient with this pacemaker underwent a revision procedure a few months post implant due to the lead not being screwed into the device header. The patient returned to clinic in (B)(6) 2022, where the impedance was found to be greater than 3000 ohms and loss of capture due to high thresholds was observed. The patient underwent another revision procedure to remove the device. The lead was re-tested and all parameters were normal. Therefore, another pacemaker was implanted and the existing lead remains in service. Besides intervention, there were no other adverse patient effects reported. The explanted device will be returned for analysis.

Event description:
It was reported that the patient with this pacemaker underwent a revision procedure a few months post implant due to the lead not being screwed into the device header. The patient returned to clinic in may 2022, where the impedance was found to be greater than 3000 ohms and loss of capture due to high thresholds was observed. The patient underwent another revision procedure to remove the device. The lead was re-tested and all parameters were normal. Therefore, another pacemaker was implanted and the existing lead remains in service. Besides intervention, there were no other adverse patient effects reported. Additional information: the explanted device was collected for return. Once the device is received by boston scientific, analysis will be performed and a final report will be issued.

Manufacturer narrative:
To date, the device has not been returned despite good faith efforts thus far. Therefore, physical analysis could not be conducted. However, boston scientific accolade devices measure pacing impedance using a different methodology than an external psa. To reduce energy consumption and to ensure that the test signal does not capture the heart, the device uses a very small, subthreshold signal to measure pace lead impedance. On rare occasion, this can result in a higher impedance value than what was obtained with the external psa. This may have been the case with this device. Should additional information be received, a supplemental report will be issued.